Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: broken crease sharp on the radius and wear abrasion. Based on the device analysis the final assessment is: a crease sharp broken on the radius due to fold flaw opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and bilateral exchange from textured to smooth implants due to concern with the product. Device has been explanted.